Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. There were no follow up actions. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>1</noe> malfunction event. Questionable non-reproducible albumin results were received from a cobas pro c 503 analyzer. The event involved a total of 3 patients.